Event description:
It was reported that the pt underwent a cervical procedure at occipital-c7 using posterior fixation. It was noticed that a cortical screw of the mid-line plate was loosened post-op. The revision surgery to replace the loosened screw with the larger sized screw was performed approx two weeks post-op.

Manufacturer narrative:
Device was not returned to MFR for eval. We are unable to determine the cause of the event; however, the suspect devices in use are part #g9655406, lot w05l0074; part # g6955408, lot w05k2299; part #g6955410, lot w07e1587. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specs.